Event description:
Procedure type: vats right upper lobectomy. According to the reporter: pt had normal pulmonary function. Case was routine. Air leak test was performed intraoperatively. Pt presented with air leaks resulting in an extended stay of three days. Total length of stay was six days. Air leak resolved on its own. No comments were made by the surgeon on her post-operative condition.

Manufacturer narrative:
(B)(4).